Event description:
Got a medtronic pump for my diabetes type 2. The pump never worked. I called so they could troubleshoot the problem. But the device still never worked. I was notified by e-mail that my pump was manufacturer problem. I returned the pump and still have not received a refund or a replacement. My blood sugar, because of their fault and failed device, led me to the emergency room (ER) and danger blood sugar levels 500-600.